Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-24351. It was reported the patient had her scs system removed some time ago because it did not help relieve her pain. The date of the explant is undetermined at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.